Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The pump was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 14dec2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists stroke, cardiac arrhythmia, multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient had arrhythmias while on bypass which led to a prolonged pump run. He potentially developed right ventricle (rv) failure which required centrimag right ventricular assist device (rvad) implant intra-operative after pump implant. These complications potentially created the hypotensive state the patient was in despite inotrope support which could have led to the stroke. The aforementioned complications lead to a prolonged post operative course and eventually palliation. On (B)(6) 2021, the patient passed away due to stroke, respiratory failure, and dialysis. The pump was not explanted and there was no autopsy. The rvad was no longer in place at the time of the patient's death.